Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that this patient presented to the emergency room, as they were passing out, felt dizzy and had confusion. The device was checked twice with no issues noted. While in the hospital, the patient's rate was seen at 34 beats per minute (bpm), while the pacemaker was programmed to 70 paces per minute. This rate was confirmed by data analysis. Pacing with no capture on the right ventricular (rv) lead and noise oversensing, with pacing inhibition less than 2 seconds, were also observed. The rv lead is another manufacturer's lead. Extensive testing and isometrics were performed again and the observations could not be recreated. All impedance measurements, thresholds and their trends appeared stable. Neurological testing was performed on the patient and tested out fine. Boston scientific technical services (ts) identified one previous pacing impedance increase from about 480 ohms to about 790 ohms. The physician decided to replace the device and insert a new pace/sense lead. During the replacement, the physician was manipulating the device with the lead connected and the failure was recreated. The pace/sense portion of the lead was abandoned surgically and the device was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.